Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not normally alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
The customer reported that the monitor did not normally alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The km confirmed with the customer the unit was operating in solo mode when it failed to alarm. The customer claimed the fibrillation alarms configured to sound in "yellow" instead of "red". However, when asked to clarify they could not. The customer took the unit to a third part to be repaired and the cause of the reported failure could not be confirmed. After the unit was repaired by the third party, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further information was provided to clarify what was repaired.